Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited noise and over sensing. Other electrical measurements were normal. The lead was capped and replaced. There were no complications to the patient.